Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 1.4 second test inr = 1.9.

Manufacturer narrative:
Inratio precision data provided by end-user: firs test inr = 1.4 second test inr = 1.9 mean = 1.65 ; sd = 0.35; %cv = 21%. The %cv is greater than 20%. The precision failed the criteria for precision. Products will be tested.